Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer on auxiliary 5 showed a false failed to stay closed error. The field service engineer (fse) inspected the drawer, identified the loose latch sensor, and reseated the latch sensors properly. After reseating, the drawer functioned normally and the error condition was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5 had a failed cubie drawer, the drawer was closed but showed a failed to stay closed error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.